Event description:
A customer obtained a ckmb result above the normal reference range on one patient's sample. A) the result was reported out of the lab.upon repeat on a different instrument, the ckmb results were in the normal reference range. A) a corrected report was issued.no reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples tested were serum and plasma.customer stated there were no errors posted to the event log and qc was within specifications. Customer is not questioning any other assays or results at this time.a field service engineer (fse) was dispatched: a) the fse verified alignments and cleaned the wash cups. B) the fse performed a diagnostic testing and qc and all results met specifications.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.